Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-03654 lead was explanted and replaced to address the issue regarding high impedances. It was also reported the patient experienced pain located at the ipg site. As such the ipg was explanted and replaced to address the issue.